Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: (B)(6) UDI:(B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded.